Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(6), product type extension; product ID 7426, serial # (B)(6), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387-40, lot # j0437142v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that while the patient was in the or for stage 2 of a new system implant on the left side, high impedances were found. The patient had stage 1 last week. During stage 2 surgery today, it was reported that all contacts with reference 0 showed impedances greater than 40,000 ohms. The manufacturer representative disconnected and wiped the lead/extension site, pressed the 0 contact into the 1 contact and impedances continued to be greater than 40,000 ohms. It was reported the physician did not want to disconnect the lead/extension junction and test the lead via the external neurostimulator. The patient was reported to be ¿doing fine.¿ additional information received reported the patient has not yet been seen by the manufacturer representative since stage 2 for follow up. It was reported that the device had not been turned on yet, and the cause of the issue was undetermined. It was reported that diagnostics were only performed in the or the day of surgery. Additional information has been requested but was unavailable at time of current report.